Event description:
On (B) (6) 2009, an action device was implanted. On (B) (6) 2009, the entire device was removed due to pt dissatisfaction appears to be due to pain.

Manufacturer narrative:
Add'l lot number: 593567007. Balloon was functional. Cuff performed within specifications. Pump was functional. Tubing had or damage.